Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. Occlusion and the excessive no delivery test were not performed due to motor error alarm. Motor position encoder error alarm was not verified due to over written pump history file. The device was received with cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
Customer reported a motor error alarm during a set change. The blood glucose reading was 175 mg/dl. He stated that the insulin pump had not been exposed to a strong magnetic field or MRI. Customer was assisted in clearing the alarm and stated that he was not able to rewind the insulin pump. Nothing further was reported.